Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
It was reported that the tubing of a solution administration, dehp free, set had disconnected from the chamber. This malfunction occurred during infusion on a patient. However, there was no adverse event in association with this event. Additional information was requested and is not available.